Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead had dislodged while closing the pocket. The lead dislodgement was confirmed by fluoroscopy. The lead was explanted and replaced. The patient was stable.